Manufacturer narrative:
It was reported by the end user that they sat in the wheelchair and "all the sudden the wheel snapped off and my leg got caught under the chair and I ended up with a broken leg. They had to take me to the emergency room (ER) and now I'm in a cast." No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. The sample was not returned to the manufacturer for evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported by the end user that they sat in the wheelchair and the wheel snapped off resulting in their leg getting caught under the chair the end user breaking their leg.